Event description:
Cust called regarding high bg's. High bg t/s per dop. Patient's bg is 358 mg/dl. Customer also, stated that she had been hospitalized for high bgs. Customer was not feeling well, felt faint, called ems, chest pains and rapid heartbeat. Nothing further reported.

Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basicocclusion, occlusion and excessive no delivery alarm test. Scratched case, scratched display window and cracked reservoir tube lip noted during visual inspection.